Manufacturer narrative:
It was reported that "a strand came off the lap sponge and had to be removed by the surgeon". A sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Strand from gauze came off during use and had to be removed.